Event description:
On (B)(6) 2013, a female pt reported being injected with radiesse into her cheeks and under her eyes. She stated she was injected with a larger amount of radiesse into her left side and now has swelling on that side. She was provided with prednisone for two weeks that helped "a little". One day after starting prednisone, she experienced chills, no redness. She stated when she came out of her shower, she had welts on her nose bridge; she contacted a doctor, name not provided; her left eye was hurting; doctor diagnosed "dry/allergy eyes" and provided her with allergy eye drops and a moisturizer; names not provided. The doctor also diagnosed malar edema and told the pt "it will take months or longer to resolve". The pt reported taking vistaril and zyrtec, doses, frequencies and durations were not provided. On (B)(6) 2013, the pt reported her chills and "prickly skin" are better; she is taking less antihistamines. Her swelling reduced but "not dramatically", she now has redness where the swelling was most pronounced. She did not go back to her injector for assistance on (B)(6) 2014, the pt stated she still has redness under her eyes, and believes she has malar edema. She researched the malar edema on the web; she cited an article she read in the journal of clinical and aesthetic dermatology, december 2011 by dr. David funt, "avoiding malar edema during midface/cheek augmentation with dermal fillers". She stated malar edemas are technique related. The pt also stated she had edema in her forehead and a lump in her right cheek the size of a nickel. The lump has reduced in size. At the end of (B)(6), the injector prescribed oral doxycycline for the sinus infection the pt developed. Her physician later prescribed oral minocycline as the infection was not clearing. She provided the lot number she was injected with, 100066279. On (B)(6) 2014, the pt provided permission to contact the injector. The injector's office was contacted several times, no call back was received. This report is not medically confirmed.

Manufacturer narrative:
The device history record for radiesse lot 100066279 was reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event. On (B)(6) 2014, the patient had a physical with her physician that she saw in (B)(6); had allergy testing and cat scan; sinus infection diagnosed. She was on antibiotics for two months. She is better now. Her lump on the right side of face is also better after antibiotic use. She is off antibiotics now and taking mucinex and zyrtec.